Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 03-may-2023. The device evaluation was completed on 17-may-2023. Visual inspection, microscopic examination, and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that the connector area of the device was missing; also revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A functional test could not be performed due to the missing part; however. The electrical components were measured from the connector area to the tip and continuity was found. Device history record evaluation was performed for the finished device 00002242 number, and no internal actions related to the reported complaint condition were identified. The visualization issue reported by the customer could not be confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damage found in the hemostatic valve is unrelated to the event; the odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve that was dislodged inside of hub component. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: connector/coupler (g04034) were selected as related to the connector area of the device that was missing. Investigation findings: no device problem found (c19 / investigation conclusions: no problem detected (d14) were selected as related to the visualization issue reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was dislodged inside of hub component. Initially, it was reported by the biosense webster inc. (Bwi) representative that the vizigo¿ sheath was not being visualized on the system even after the matrix was created. To troubleshoot, the cable was replaced without resolution. The vizigo¿ sheath was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequences were reported. The visualization issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 17-may-2023 that the hemostatic valve was dislodged inside of hub component. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 17-may-2023.